Manufacturer narrative:
Investigation summary: customer reported the tubing separated and returned the affected sample. The sample was clearly separated and torn in the middle of the silicon pumping segment and the complaint is verified. This failure seems to be caused by a buildup of pressure in order to cause the explosion that the customer reports. However, since it was free-flowing and not on the pump we can rule out the pump failing. The next option is an occlusion downstream of the pumping segment causing the pressure to build up. Blue dye was primed into the lower smart site (highest upstream port due to the silicon tear) and had normal flow with no leak. Since this had normal flow, an inadvertent occlusion is unlikely. The root cause for the silicon tubing to explode is unknown. No other failure modes were observed. A device history record review for model: 2420-0500, lot number: 19016013 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jan2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: I have an alaris pump tubing set that failed during a code in the trauma room. The tubing was not on the pump yet, it was free flowing when it exploded sending saline everywhere. Item#: 2420-0500, lot#: 19016013.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation and leakage. The following information was provided by the initial reporter: I have an alaris pump tubing set that failed during a code in the trauma room. The tubing was not on the pump yet, it was free flowing when it exploded sending saline everywhere. Item# 2420-0500. Lot# 19016013.